Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the system error 105. The motor assembly was replaced.